Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm value was 52 mg/dl. The patient experienced symptoms of dizziness, lightheadedness, sweating, nausea, headache, and diarrhea. Since she didn¿t have a working manual meter, she took 2 glucose tablets and drove herself to the hospital (about 10¿15 minutes away). At the emergency room (ER), the bg was 150 mg/dl, while the cgm was still reading 52 mg/dl. Labs showed her sodium level was 130, so she was admitted for 2 days. She received IV fluids, sodium tablets, and bg monitoring. During this time the cgm sensor continued to display low readings. No comparison bg values were specified for the period. The sensor was removed. On the second day her sodium level improved to 136 and she was more stable. She was advised to avoid drinking too much water, increase salty food intake, and take medication for vertigo (meclizine). Prior to discharge the bg value was 115 mg/dl and she was in stable condition. No other event details were documented. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).